Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6) 2010. Visual inspection revealed that the hot jaw was slightly burned. A supplemental report will be submitted when the final investigation has been completed and the failure analysis has been received. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro stayed on and would not turn off. A replacement hemopro and cable were used to completed the procedure. The hospital did not report any pt effects. The product was returned.